Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 15119735 model/catalog description: linear st lead kit 50 cm unique identifier: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. It was mentioned that the leads were fractured. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device was kept by the facility.